Event description:
On (B)(6) 2012, pt reported having condensation in her infusion device. Pt stated, she believes it is insulin but doesn¿t know how this occurred. Pt reported, not seeing any accessories leaking but thought it may be due to the cartridge. Pt stated, she noticed the concern about a week ago. Pt reported, the condensation in the infusion device is under the piston rod and that it was not enough to pour out. Pt stated, she mentioned the concern to her doctor and they gave her one of their cartridges to try. Verified the infusion adapter has never been changed. Had pt remove current insulin cartridge. Pt reported when she removed the cartridge she noticed condensation under the cartridge. Pt stated, she couldn¿t tell if the cartridge was leaking but did notice quite a bit of condensation. Advised pt to change the insulin cartridge. Pt reported also experiencing elevated blood glucose levels around 300 ¿ 400 mg/dl when she first noticed the concern with condensation in her infusion device. Pt stated, her blood glucose levels are currently back to normal. Pt reported, she would give a bolus to treat the elevated blood glucose levels. Pt¿s target blood glucose range is 160 ¿ 170 mg/dl. On f/u on (B)(6) 2012, pt reported no longer having concerns with the infusion device and that everything seems to be working properly. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged insulin cartridge and infusion adapter for eval.